Event description:
It was reported the patient had an infection in his implantable neurostimulator (ins) pocket as well as in the spinal incision. All devices were 'kept in.' Impedances were run before and after the case and all were reported 'well within range.' It was reported the patient's device was reprogrammed approximately 3 weeks later. It was not known if the infection was gone but the device was still implanted. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received indicated that the date of onset of the infection was (B)(6) 2012. No perioperative antibiotics were administered but 500 mg of keflex was used. The signs and symptoms associated with the infection were redness, swelling, drainage and pain. It was indicated that no culture was obtained. Patient outcome was reported as ongoing.

Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 355531, lot# n334630, serial#, implanted: explanted: product type screening device. (B)(4).